Event description:
A male pt experienced a recurring eye infection after using cleaning and soaking solution. The pt sought medical treatment and sulfacetamide sodium was prescribed on 2 separate occasions. Additional antibiotic therapy (gentamicin) was also given. It was noted that the pt had no history of allergies. In follow-up with the eye care practitioner, the dr noted that the pt reported symptoms of an ocular burning sensation and itchiness; an eye infection was not diagnosed. In the absence of any clear statement from the dr, the sponsor is reporting this event because of the possibility that treatment was required to preclude a permanent injury.